Event description:
Pad-paks depleting earlier than expected. No patient involvement.

Manufacturer narrative:
The investigation determined the reported fault to be attributed to membrane failure due to adverse storage. The device was not capable of delivering shock therapy due to its inability to switch on.

Event description:
Pad-paks depleting earlier than expected. No patient involvement.